Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in clinc for follow up. The lead was diagnostically imaged prophylactically. Externalized conductors were noted. No electrical anomalies were detected. The leadwill continue to be monitored.